Manufacturer narrative:
Device evaluation: lens was returned dry, in lens case/ vial. Visual inspection found no visible damage to lens. Dimensional inspection found lens within specification. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Patient code: (B)(4)- secondary surgical intervention, lens explanted conclusion code: this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. This lens model is contraindicated for patients with age less than that of 21 years. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -18.00 diopter, in the patient's left eye (os) on (B)(6) 2018. The lens was explanted in a 2nd surgery the same day due to excessive vaulting and elevated intraocular pressure (iop). The lens was not exchanged for another lens.